Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that they experienced low blood glucose. The customer¿s blood glucose level was in the range of 20 mg/dl. The customer treated low blood glucose with glucagon pens. The customer's blood glucose went to 32 mg/dl and then 67 mg/dl. The insulin pump will not be returned for analysis.